Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated that they took their patient to computed tomography (CT). The patient had a rectal temperature probe. When they returned from CT, the rectal probe was not registering on the arctic sun device, and they could not resume therapy. Nurse tried replacing the rectal probe with a new probe and the new probe would not register either and unplugged the cable and re-plugged it in and has confirmed it was well seated in temperature in 1. Suggested if they have another device or an extra cable, they could swap out the cable on the device. Nurse stated that they only have one device and no extra cables. Confirmed there was no other device in the ed or other unit in their hospital. Recommended checking if the rectal probe reads on the bedside monitor, however the connections did not match. Informed nurse they could try another temperature probe to confirm if the new probe was not registering either. However, they likely need another cable. Nurse would have their nursing supervisor bring another temperature probe from central supply and used the last one. Suggested trying to get another cable from a sister hospital or checking with biomed when they get in. Otherwise, they would need to use another means of therapy. Biomed stated that the device stat (sn# (B)(6)) would not recognize temperature probes.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is that the device was not properly serviced by the biomed. However, this cannot be confirmed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "bd supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyperthermia." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they took their patient to computed tomography (CT). The patient had a rectal temperature probe. When they returned from CT, the rectal probe was not registering on the arctic sun device, and they could not resume therapy. Nurse tried replacing the rectal probe with a new probe and the new probe would not register either and unplugged the cable and re-plugged it in and has confirmed it was well seated in temperature in 1. Suggested if they have another device or an extra cable, they could swap out the cable on the device. Nurse stated that they only have one device and no extra cables. Confirmed there was no other device in the ed or other unit in their hospital. Recommended checking if the rectal probe reads on the bedside monitor, however the connections did not match. Informed nurse they could try another temperature probe to confirm if the new probe was not registering either. However, they likely need another cable. Nurse would have their nursing supervisor bring another temperature probe from central supply and used the last one. Suggested trying to get another cable from a sister hospital or checking with biomed when they get in. Otherwise, they would need to use another means of therapy. Biomed stated that the device stat (sn# (B)(6)) would not recognize temperature probes.

Event description:
It was reported that the nurse stated that they took their patient to computed tomography (CT). The patient had a rectal temperature probe. When they returned from CT, the rectal probe was not registering on the arctic sun device, and they could not resume therapy. Nurse tried replacing the rectal probe with a new probe and the new probe would not register either and unplugged the cable and re-plugged it in and has confirmed it was well seated in temperature in 1. Suggested if they have another device or an extra cable, they could swap out the cable on the device. Nurse stated that they only have one device and no extra cables. Confirmed there was no other device in the ed or other unit in their hospital. Recommended checking if the rectal probe reads on the bedside monitor, however the connections did not match. Informed nurse they could try another temperature probe to confirm if the new probe was not registering either. However, they likely need another cable. Nurse would have their nursing supervisor bring another temperature probe from central supply and used the last one. Suggested trying to get another cable from a sister hospital or checking with biomed when they get in. Otherwise, they would need to use another means of therapy. Biomed stated that the device stat (sn# (B)(6)) would not recognize temperature probes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.